Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump experienced difficulty charging which resulted in the pump shutting down. The customer's blood glucose was 160 mg/dl. The customer continued to use the pump for insulin therapy.